Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy procedure, the teflon pad from the grasping section of the device melted, detached and fell into the patient. It was reported that the incident occurred after the seal and cut function was activated. The device fragment was retrieved with an unknown device. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the device was inspected prior to the procedure with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, and to correct the device lot number and manufacture date. The device was returned to olympus for evaluation. The reported complaint was confirmed. A visual and microscopic inspection was performed on the received device and found there was some tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found to be worn with metal exposed. Further investigation found char marks on the distal end of the device and the teflon pad due to thermal damage. The device was attached to the test usg-400/esg-400 and the device passed the probe check. Based on device evaluation, the cause for the damaged teflon pad can be attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."